Event description:
Discordant advia 1650 sodium results were obtained on three patient samples. The results were reported to the physician. The physician questioned the results and asked for them to be rerun. The samples were retested and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant advia 1650 sodium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data revealed that the primary cause for the discordant sodium results was the sodium electrode. The electrode was replaced. As potential additional contributors, the fse replaced leaking dip seals and the oil pump cassette due to oil circulation errors. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.